Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving fentanyl 2000mcg/ml at 350mcg/day via an implantable pump. It was reported the patient had some aches and nausea approximately 5 days ago. The patient also had some increase in her chronic pain and was worried she could be having withdrawal. The patient was admitted to hospital and had blood in her urine and possible uti but pain physicians wanted to do a dye study in case to check catheter. There were no environmental, external or patient factors that may have led or contributed to the issue. The diagnostics and troubleshooting performed was the physician did a dye study and was able to aspirate 2 ml of drug/csf without difficulty. Dye was injected and catheter was still in place at original level of implantation. The actions and interventions taken to resolve the issue was the patient would have her pump refilled soon and the physician will continue to follow up with her. The patient currently has no aches or nausea, her pain is somewhat elevated. Surgical intervention did not occur and was not planned. The issue was resolved at the time of the event and it was noted the healthcare provider would not have any further information regarding the event.